Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# va0csud, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0csud, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received noted that the patient had their device explanted on (B)(6) 2013. The reporter had no additional information to provide.

Event description:
It was initially reported that compatibility guidelines were requested for the following: interstim. Since having the interstim put in on (B)(6), the patient had been falling a lot. Falling 6 times in the last 8 days and getting up and bruised was noted. The patient also had a brain tumor and she had been getting bad migraines 2 times this week. The patient had spoken with her hcp (healthcare provider) and they feel it is the tumor. Patient wanted to know the compatibility with pump and interstim. The pump was in the abdomen and the interstim was in the lower buttox area. On the patient's refill strip it says : eri 40 months, res. 20ml and low alarm res is 1ml, refill interval 42 days, low alarm date is (B)(6), critical 1 hr, non critical 1h. Additional information received noted that the cause of the event: wound opened. Patient probably fell. No abnormal impedance measurements were noted. Surgical intervention was noted as explant. The patient did not require hospitalization. Patient recovered without sequelae.